Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma was reported; however it is stated that the recipient is hyperactive. There is no redness or swelling at the implant side. Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction is suspected. No specific trauma was reported; however it is stated that the recipient is hyperactive. There is no redness or swelling at the implant side. It was also noted that the implant is visible under the skin and looks bulky. Reportedly, it is well fixated and does not move. The recipient was re-implanted.